Event description:
It was reported that the patient was presented at the hospital experiencing pain and irritation at the pacemaker pocket. The physician elected to explant the entire pacing system- pacemaker, right ventricular and right atrial leads. The pacing system was replaced with leadless pacemakers. No patient adverse consequences were reported.

Manufacturer narrative:
The reported event was ¿pacer pocket irritation¿. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.